Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing to high threshold values. The physician indicated that the lead had pulled back, and a revision procedure was performed to reposition the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient is a participant in the post approval clinical surveillance product surveillance registry.